Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (without complications)") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida and parity 3 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2006). In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced decreased appetite ("loss of appetite"), hot flush ("hot flashes") and hyperhidrosis ("sweating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, 5 months 3 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, cramping"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with estrogen nos (estrogen), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and headache outcome was unknown and the uterine perforation, pregnancy with contraceptive device, dyspareunia, decreased appetite, hot flush, hyperhidrosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain lower had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, decreased appetite, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not experience any complications of unintended pregnancy or delivery and essure did not cause any birth defects. Essure explant date also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: placement was secure current weight 235 lbs. Approximate weight at the time of essure placement 198 lbs. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, and concomitant disease were added. Essure indication and start date updated, lot number and stop date added. New events loss of appetite, hot flashes, sweating, pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss, perforation (uterus) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (without complications)") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 58565(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1998, (B)(6) 2005, (B)(6) 2006). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced decreased appetite ("loss of appetite"), hot flush ("hot flashes") and hyperhidrosis ("sweating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, 5 months 3 days after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, cramping"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with estrogens conjugated, surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and headache outcome was unknown and the uterine perforation, pregnancy with contraceptive device, dyspareunia, decreased appetite, hot flush, hyperhidrosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain lower had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, decreased appetite, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not experience any complications of unintended pregnancy or delivery and essure did not cause any birth defects. Essure explant date also reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: placement was secure current weight 235 lbs. Approximate weight at the time of essure placement 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), uterine perforation ('perforation (uterus'), pregnancy with contraceptive device ('pregnancy (without complications') and genital haemorrhage ('excessive bleeding') in a 28-year-old female patient who had essure (ess205) (batch no: 58565 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (on (B)(6) 1998, on (B)(6) 2005, on (B)(6) 2006). In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced decreased appetite ("loss of appetite"), hot flush ("hot flashes") and hyperhidrosis ("sweating"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 months 3 days after insertion of essure (ess205). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, cramping"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), intervertebral disc protrusion ("bulged discs in back and neck"), limb injury ("as well as injury in left leg") and gait inability ("unable to work or function at a normal capacity"). The patient was treated with estrogens conjugated and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, intervertebral disc protrusion, limb injury and gait inability outcome was unknown and the uterine perforation, pregnancy with contraceptive device, dyspareunia, decreased appetite, hot flush, hyperhidrosis, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, decreased appetite, dysmenorrhoea, dyspareunia, gait inability, genital haemorrhage, headache, hot flush, hyperhidrosis, intervertebral disc protrusion, limb injury, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient did not experience any complications of unintended pregnancy or delivery and essure did not cause any birth defects. Essure explant date also reported as on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: placement was secure,essure devices were identified and that the fallopian tubes were occluded in approximately. Diagnostic results: current weight 235 lbs. Approximate weight at the time of essure placement 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received and lab data updated event bulged discs in back and neck,as well as injury in left leg,unable to work or function at a normal capacity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain, cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2008, she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.